Manufacturer narrative:
The clinician has stated the issue to be definitely related to the device, and definitely related to the procedure. Based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's hernia recurrence. The sample was explanted, and per clinical study protocol the sample was sent to a third party to be processed histologically. Testing has not been completed and the results are not available at this time. Based on the information available at this time, no conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery and listed in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 109 units released for distribution in october, 2016. When / if additional information is provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample being evaluated by 3rd party.

Event description:
It was reported to davol that a patient who is part of a clinical study (B)(6) experienced a hernia recurrence. On (B)(6) 2017 - the subject patient underwent a robotic assisted repair of an epigastric hernia with implant of a phasix st mesh. There was a swiss cheese type configuration of multiple discreet hernias present. On (B)(6) 2018 - the subject patient experienced a hernia recurrence. On (B)(6) 2018 - the subject patient underwent additional surgery to remove the phasix st mesh and repair the hernia with another implant. It is noted that the phasix st mesh "did not incorporate." The recurrence has been assessed per the clinician as moderate in severity, as definitely related to the device, and definitely related to the procedure.